Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause identified was "incorrect setup causing pad lines occlusion, e.g. Kinking". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the gel pads ifus are found to be adequate based on past reviews.

Event description:
It was reported that therapy was just being initiated when the arctic sun device got a low flow alert (alert 02). The device was swapped, but the second device was also getting no flow. Per troubleshooting with ms&s, the nurse disconnected and reconnected the pads using proper technique. There was no improvement in flow rate. The nurse then took off the fluid delivery line and ran diagnostics. The flow was 1.7-2.3l/min, inlet pressure was in the -7psi range, and the circulation pump command was in the 40% range. The pads were reconnected one by one, and it appeared that the left trunk pad was causing the issue but the flow then began to steadily drop further when the other three pads were connected. The nurse was advised to swap the pads. About an hour later, the nurse had applied a new set of pads. The flow rate with the new set was 1.8l/min.